Event description:
It was reported that, "right total hip revision. The patient had an exeter stem implanted in 2002 that had fractured so the patient was revised."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.